Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a050702 captures the reportable event of snare loop unable to cut.

Event description:
It was reported to boston scientific corporation that a captivator cold single-use snare was used during an unknown procedure performed on (B)(6) 2025. During the procedure, the snare was not cutting when deployed. There was not enough information as how procedure was completed. There were no patient complications reported as a result of this event. No further information has been obtained despite good-faith efforts.